Event description:
Twenty-four hours following trapease vena cava filter insertion, the patient was diagnosed with a hemorrhage of her inferior vena cava. The patient is a female. The patient's major medical diagnosis was deep vein thrombosis (dvt), pulmonary embolism (pe) myocardial infarction (mi), and hyperlipidemia. The patient has been taking warfarin since 2003, and also the patient was given a dose of heparin at this time after developing a pe. The reason or filter insertion was dvt and recurrence of a pe. The filter was inserted in 2007. The size of the vena cava was approximately 18-30mm. The vessel wall was fragile. The filter was inserted from an unidentified site, and advanced to the iliac vein, then placed in the vena cava. It is unknown if thrombus was present at the delivery site pre and post insertion. The patient was placed on bed rest for twenty-four hours and released from the hospital. The next day, as the patient was shopping, her condition had worsened. The patient had developed a retroperitoneal hematoma (size: 20cm). There were two holes found around the filter, in the ivc. It was uncertain if the barbs of the filter perforated the vessel wall or not. Surgery was performed to suture the holes. The filter was not retrieved. The physician commented that it was not possible to perforate the vessel wall during filter insertion. This was the first time the physician had implanted a trapease vena cava filter. Following the procedure, the physician commented that the vessel was too vulnerable.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.